Event description:
The report from both complaints is the same : they recently purchased these in may of 24 and had these bad marring and scratches on them after a couple of uses.

Manufacturer narrative:
The plates have deep scratches.